Manufacturer narrative:
Patient age and date of birth not available from the facility. Patient weight not available from the facility. Device lot number and expiration date unavailable because device was discarded by the user.

Event description:
It was reported that during a lead management procedure to remove a pacing lead (impl. 360mo), a tear in the subclavian vein occurred. Reportedly, a 16f sls laser sheath was being used for several minutes of lasing down the lead when the patient's blood pressure dropped suddenly. A tear was identified in the subclavian vein, along with a large pneumothorax. A bridge rescue balloon was deployed and pressers given to stabilize the patient blood pressure. No further intervention was required, and the patient remained stable.